Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to tip foldover and lack of benefit from the implanted device. The patient was reimplanted with a new device during the same surgery.